Event description:
During a surgical procedure 2 of 3 devices failed. The first device lot (428982ce) did not function at all and failed out of the package. The second device (lot 478299ge) did initially activate but stopped functioning shortly after. A third device was opened (lot unknown and will not be returned). This device did not malfunction and the surgeon decided to convert to an open procedure shortly after opening the third device.

Manufacturer narrative:
The device was returned in a very clean state, it does not appear to have been used. Visual inspection found electrode insulation intact and that the teeth of the jaws make point to point contact when closed. The device was connected to the generator, correct default displayed, vp3-35. Upon activation the generator showed "re-grasp" errors. The complaint of the device not working can be confirmed due to the jaw alignment condition where there is point to point contact of the teeth which is more prevalent to shearing through the tissue. A review of the manufacturing records for this lot show no discrepancies in the build. We will monitor for further occurrences.